Manufacturer narrative:
Unit had button error alarmed due to corroded on keypad trace. Unit received with cracked at corner display window, cracked battery tube threads, scratched on lcd window, cracked at reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 103 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.